Event description:
At an implantable pump refill, the device pocket was filled with lioresal 2000 mcg/ml. The pt was admitted to a monitored hospital unit for 24 hours. The pt did not show any signs of overdose or withdrawal. The clinic refilled the pump and discharged the pt home.